Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as meter misreading, blood glucose level turned out to be so high meter did not read on unknown date with unknown blood glucose level. The customer was not assisted with troubleshooting the device will not be returned for analysis.